Manufacturer narrative:
Concomitant medical products. The 8253200, patient interface, nim response 3.0; manufacture date october 28, 2009; serial number (B)(4); lot number: 64531700; 510k: k083124. The 8253001 (nim response 3.0 mainframe): the product analysis indicates that the customer's issue could not be duplicated. The software was upgraded to current version. The device was placed into burn-in (heat testing) for 24 hours with no failures noted. The device was tested and passed all manufacturing specifications. The 8253200 (patient interface): the product analysis indicates that the customer's issue could not be duplicated. A broken cable clip and worn wave washer was replaced. The device was tested and passed all manufacturing specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that preoperative, the nim system was not responding to the nerves. There was no patient impact. Requests for additional information have been made with no response received.